Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but have not sought further help.

Event description:
It was reported that while stimulation was turned on, the following occurs. The patient reported her neurostimulator was not working the day before reported event date and she was wetting her pants. Patient stated she woke in the middle of the night and was able to make it to the bathroom but this morning she was soaking wet. Patient stated the neurostimulator was working up until the day before reported event date but she also mentioned she had rained it from 2.5 volts to 2.7 volts a month ago. Patient stated that neurostimulator has always been uncomfortable to begin with. Patient stated she raised it to 2.7volts the day of the reported event date and it¿s still uncomfortable. Patient stated she has been on program 2 this entire time. Patient stated program one didn't work for her and was causing pain in her rectum.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0gmlj, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).